Manufacturer narrative:
Additional information received: it was confirmed that the gap at the proximal end of the graft cover was noted on initial inspection of the device, prior to modifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis three still images received for analysis. The first image depicts the distal end of a valiant captivia delivery system. The graft cover is fully advanced and the stent graft is undeployed. No damage is evident to the device. The second image depicts a valiant captivia delivery system with the external slider and tip capture release handle in the home position, and the stent graft undeployed. The third image depicts the proximal end of a valiant captivia delivery system. No damage is evident to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a valiant captivia stent graft was intended to be implanted during an endovascular abdominal aortic aneurysm repair to treat a 40mm aneurysm and ulcer. The left femoral artery was occluded; however, contrast was still visible in the common iliac artery. Left-sided access was not suitable, preventing standard abdominal aortic repair. The patient was admitted with abdominal pain, and due to the urgent condition, the multidisciplinary team planned to modify a thoracic aortic stent and deploy it in the abdominal aorta to preserve bilateral blood flow. During the procedure, following stent modification, advancement through the access route was unsuccessful, as the patient¿s vessels were extrememly narrow and significantly smaller than suggested by preoperative CT imaging. Also a gap was observed at the proximal end of the stent graft cover. The delivery system was removed, and a small amount of the intimal vessel was observed embedded in the delivery system. As a result, the procedural plan was temporarily revised to modify a second-generation abdominal aortic stent (2816166) main body to create a unilateral stent with a smaller outer diameter. The abdominal aortic stent was then successfully advanced and implanted. A femoral-femoral bypass was also performed, and the procedure was completed successfully. Per the physician, the cause of the event was anatomy-related due to the patient¿s access vessel conditions, including small-caliber vessels and associated calcification. Also it was thought that the gap or incomplete closure observed also contributed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position and the tip release handle locked. The stent graft was received undeployed. Deformation was evident to the proximal end of the strain relief and proximal end of the graft cover. A slight bend was evident to the distal end of the tapered tip. A gap was observed between the tapered tip and the graft cover measuring approximately 3.5 mm. No other deformation was evident to the remainder of the device. Ruler calibration: 806024 film analysis conclusion: the reported positioning difficulties, vascular dissection, and gap at the proximal end of the graft cover could not be confirmed based on the limited images provided. Procedural angiograms demonstrating the positioning attempts and the exact moment when the vessel damage occurred were not available for review. Additional imaging showing the vessel damage prior to implantation of the replacement device was also not available. While the cause could not be conclusively determined, advancement of the reported 32-32-150 mm device, which utilizes a 22 fr delivery system, may have been a contributing factor to the events considering the reported access vessel diameter of approximately ~6 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.